Manufacturer narrative:
(B)(4). Concomitant medical products - zimmer segmental system polyethylene insert # 00585001295, lot # 62976545. Zimmer segmental system distal femoral component # 00585001202, lot # 62795618. Tibial component precoat # 00588000202, lot # 62627209. Fluted stem extension straight precoat # 00585205009, lot # 62751167. Segment with male/female taper # 00585004605, lot # 62225498. Stem collar # 00585204025, lot # 00585204025. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04022 and 0001822565-2017-07562. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per insert, this event is a known inherent risk. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately twelve months post initial surgery due to instability and implant fracture. During the revision procedure, the surgeon noted the segmental insert implant fractured which resulted in the patient's instability.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.